Manufacturer narrative:
(B)(4). Batch # r40t19. Device analysis: the analysis results found that the mcm30 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 5 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r40t19 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94163 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the clip fall off the tissue? Or did the clip fall off the jaws of the device?

Event description:
Clip fell off. It was reported that during the open hepatectomy, noted the clip fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.